Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they have not been getting relief from therapy since it was implanted. They are feeling stimulation. The patient stated they spoke with a manufacturing representative the morning of the report and was directed to make an appointment with their healthcare provider for reprogramming. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor addition information from the patient reported she is not getting relief from therapy and she is working with her healthcare professional (hcp). The patient noted she is 65 miles from her hcp and she has to wait a long when she goes there. The patient noted her next appointment is (B)(6) with the hcp. The patient noted she is still having major problems. To try and resolve the issues the patient had gone back to the hcp three times for help with programming. She noted it works for 3-4 hours and then it quits working. The patient noted if she goes back to the hcp and they reprogram and it lasts for a little while. It was noted the patient therapy is off and she is setting program 1 at 3.2 v. The patient did not know the therapy was off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.